Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The device was connected to a test hand piece and functionality tested on a gen11. The device was analyzed and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device,¿ however, "replace instrument / no instrument uses remaining" was displayed, disabling the device for further activation. There were no "unexpected ready to pre-run" issues noted at any time during our analysis. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Our manufacturing process has been identified to be the possible cause of the eeprom issue to display the ¿replace instrument / no instrument uses remaining / restart generator¿ instead of the ¿adaptive tissue technology features are not available in this device.¿

Event description:
It was reported that during an unknown procedure, the harmonic device was suddenly out of uses. When it was tested again, the screen showed an error message instructing to change the hand piece. There were no patient consequences.